Event description:
Room circulator returning from lunch was notified by relieving circulator that a piece of the harmonic scalpel had broken off and was still in the patient's body. Operator of the equipment applied the tip of the scalpel against another metal instrument causing significant vibration of the scalpel. Equipment alarmed several times. Tip broke off after multiple cleaning attempts and continued use during the procedure.